Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, pain, folds, waves.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture baker grade ii, pain, folds, and waves. The device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture baker grade ii, pain, folds, and waves. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as a surgical impact opening. (Shell thickness within spec). Device wrinkling/crease/folding of implant: crease fold observed on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ creases/folding of implant: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture baker grade I, pain, folds, and waves. The device has been explanted.